Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer had a high blood glucose value of 475 mg/dl. Customer 's other blood glucose value was 471 mg/dl. Customer stated that the high performance test was pass. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.